Event description:
Guide wire tip dislodged into soft tissue during advancement for attempted cardiac biopsy procedure. Physician experienced resistance and fluoroscopy showed consolidation of wire at the tip. Tip could not be retrieved.